Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient and the patient's subsequent demise. The instrument involved with this complaint has not been returned for evaluation. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the surgeon indicated that the patient sustained a rectal injury and subsequently passed away from sepsis after undergoing a da vinci si radical cystectomy procedure. However, at this time, the cause of the patient's reported injury is unknown.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received voluntary report (B)(4) with the following event description: procedure performed was a robotic assisted radical cystectomy with ileal loop urinary diversion using the endowrist one vessel sealer. Four days after surgery, the pt began draining feculent material from his jp drain. Following diagnostic testing, pt was returned to surgery and a total colostomy was required due to a suspected thermal rectal injury. The pt succumbed to progressive multi-system organ failure on (B)(6) 2013.

Event description:
It was reported that after completion of a da vinci si radical cystectomy procedure for bladder cancer, the surgeon indicated that the patient sustained a delayed distal rectal thermal injury resulting in colostomy. The clinical sales representative (csr) indicated that 4 days post-op, stool was observed in an unspecified drain. A CT scan and laparotomy were performed and the patient was found to have a rectal tear. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the risk management department at the site. The risk manager indicated that the patient involved with the reported event had passed away but was already very ill prior to undergoing the da vinci si surgical procedure. The risk manager was unwilling to provide any additional information regarding the reported event. On (B)(6) 2013, isi contacted the surgeon who performed the da vinci si cystectomy procedure. The surgeon indicated that during the surgical procedure, he had issues with the blade of the vessel sealer instrument and the instrument had to be changed out. A review of the site's system logs reveal that the surgical staff encountered an error 32001 message two times during the surgical procedure and 3 different vessel sealer instruments were used. An error 32001 signifies that the system has detected that the vessel seal instrument cutting blade could not be retracted and might be exposed. No other system errors were found to have occurred during the surgical procedure. The surgeon denied that there were any intra-operative complications observed. According to the surgeon, the patient underwent surgical repair for the rectal injury but developed overwhelming sepsis and subsequently passed away on an unspecified date. The surgeon stated that the patient suffered from alcoholic liver disease and had low albumin. The surgeon indicated that it was his belief that the vessel sealer instrument contributed to the patient's reported rectal injury. No further information was provided.